Manufacturer narrative:
B.5. Additional event description added. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, endoleak, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), and reoperation. H.6. Investigation conclusions: code 11 updated to code 4315.

Event description:
Additional information was received that proximalization of the graft, as suggested by the physician, has not been performed.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #tgu373720, serial #(B)(4), UDI #(B)(4). Additional adverse events for this patient have been investigated and reported under the following manufacturer report numbers: report #2017233-2019-00325, report #2017233-2019-00499, report #2017233-2021-02135. Concomitant medical products and therapy dates: amlodipine 10mg, aspirin 81mg, atorvastatin 10mg, ferrous sulfate 325mg, hydralazine 50mg, iabetalol 200mg, metformin 500mg, prednisone 20mg, valsartan 160mg according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, endoleak, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), and reoperation.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2015 the patient underwent treatment of a 60 mm descending thoracic aortic aneurysm of chronic type b dissection etiology whereby two conformable gore® tag® thoracic endoprostheses were implanted in zone 3 of the proximal descending thoracic aorta. The patient tolerated the procedure. On (B)(6) 2017 the patient underwent a left upper extremity angiogram performed via percutaneous access of the left radial artery. It was reported that the patient's left subclavian artery (lsa), left axillary artery, and left vertebral artery were patent. Antegrade flow was observed directly from the aortic arch into the lsa. Reportedly there was no coverage of the lsa by the implanted devices. A large proximal type I endoleak of the thoracic aorta into the aneurysm sac was observed. No distal type I endoleak was present. Aneurysm enlargement (amount unknown) was also reported. The proximal type I endoleak was reportedly due to aneurysmal degeneration. The physician suggested that proximalization of the graft would be required. There were no further reported issues. The patient tolerated the procedure and was discharged on (B)(6) 2017.